Event description:
In the patient, the right iliac artery had severe tortuosity distally from the tip of the introducer. This caused high friction when rotating the guide catheter. The physician rotated the guide catheter several times and no movement of the tip was observed on the screen. Finally the guide catheter broke 1 cm from the distal tip. The distal segment was removed using biopsy forceps.